Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.3 x 7 cm in diameter abdominal aortic aneurysm. Coiling was performed in the left internal iliac artery via the right approach. During the index procedure, a dissection was observed in the left external iliac artery and another manufacturer¿s stent was implanted. The cause of the dissection was due to the patient's tortious iliac's. No endoleak was observed. One day post index procedure, the patient complained of feeling ill, and entered the ICU due to hypoglycemia and acidosis. The CT image showed no notable findings such as embolization. The patient suffered a cardiac arrest, and expired seven days later. The physician commented that the contributing factor of this event was possibly due to microembolism, although there were no findings on the CT. Therefore, the exact cause is unknown.

Manufacturer narrative:
(B)(4).